Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. She stated that she had changed the battery but the display remained blank. Blood glucose value was 250 mg/dl; treated with manual injections. During troubleshooting, the customer stated that the contacts on the battery cap were damaged. The customer was advised to discontinue the use of the device and revert to a back-up plan until receiving the battery cap replacement.